Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1729) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were too embedded in my fallopian tubes") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. 12261100/12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included body numbness, tingling sensation, muscle spasms, anxiety (social anxiety;), depression, stenosis, cervical disc degeneration (also lower lumbar in spine), osteoarthritis, herniated disc, cyst, blood insulin increased and ketoacidosis. Concomitant products included metformin since 2000. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced urticaria ("rashes or skin conditions type: hive-like skin condition,"). On (B)(6) 2010, the patient experienced menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced back pain ("severe back pain"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness"), paraesthesia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain"), rhinitis allergic ("nasal allergies"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), swelling ("swelling throughout her body") and rash ("rashes"). In february 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2016, the patient experienced fibromyalgia ("fibromyalgia") with dysmenorrhoea, nausea, migraine and headache. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and spinal pain, vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), abdominal distension ("swollen abdomen all the time / bloating"), weight increased ("70lb weight gain / weight gain"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly"), multiple allergies ("developed allergies") with pruritus and rash papular and uterine pain ("uterine pain"). The patient was treated with surgery (on (B)(6) 2016 plantiff underwent supracervical hysterectomy (uterus only)and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, urticaria, dyspareunia and uterine pain outcome was unknown, the autoimmune disorder, vulvovaginal pain, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia, multiple allergies and fibromyalgia had not resolved and the menorrhagia, back pain, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, paraesthesia, urinary tract infection, vaginal infection, rhinitis allergic, influenza like illness, night sweats, swelling and rash was resolving. The reporter considered abdominal distension, amnesia, autoimmune disorder, back pain, depressed mood, dizziness, dysgeusia, dyspareunia, embedded device, emotional disorder, fibromyalgia, gastrointestinal pain, hypoaesthesia, influenza like illness, menorrhagia, menstrual disorder, multiple allergies, night sweats, paraesthesia, rash, rhinitis allergic, swelling, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: confirmed full occlusion of fallopian tubes. Current weight 263.00 lbs. Approximate weight at the time of essure placement 263.00 lbs further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter, patient demographic, relevant and concurrent condition were added. Essure lot number 12261100/12268332 added. Concomitant product and new events abnormal bleeding (vaginal, menorrhagia), infection type-vaginal, rashes or skin conditions type: hive-like skin condition, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, fibromyalgia, spinal pain and autoimmune issue, essure coils were too embedded in my fallopian tubes, headache, uterine pain, abdominal pain lower were added. The event dysmenorrhea (cramping), pain, clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were too embedded in my fallopian tubes") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. 12261100/12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included body numbness, tingling sensation, muscle spasms, anxiety (social anxiety;), depression, stenosis, cervical disc degeneration (also lower lumbar in spine), osteoarthritis, herniated disc, cyst, blood insulin increased, ketoacidosis and dysfunctional uterine bleeding. Family history included depression (mother), hypertension (mother) and high cholesterol (mother). Concomitant products included metformin since 2000. On (B)(6)2005, the patient had essure (ess205) inserted. On the same day, the patient experienced urticaria ("rashes or skin conditions type: hive-like skin condition,"). On (B)(6) 2010, the patient experienced menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced back pain ("severe back pain"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness"), paraesthesia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain"), rhinitis allergic ("nasal allergies"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), swelling ("swelling throughout her body") and rash ("rashes"). In february 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2016, the patient experienced fibromyalgia ("fibromyalgia") with dysmenorrhoea, nausea, migraine and headache. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and spinal pain, vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), abdominal distension ("swollen abdomen all the time / bloating"), weight increased ("70lb weight gain / weight gain"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly"), multiple allergies ("developed allergies") with pruritus and rash papular and uterine pain ("uterine pain"). The patient was treated with surgery (on (B)(6)2016 plantiff underwent supracervical hysterectomy (uterus only)and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the embedded device, vaginal haemorrhage, urticaria, dyspareunia and uterine pain outcome was unknown, the autoimmune disorder, vulvovaginal pain, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia, multiple allergies and fibromyalgia had not resolved and the menorrhagia, back pain, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, paraesthesia, urinary tract infection, vaginal infection, rhinitis allergic, influenza like illness, night sweats, swelling and rash was resolving. The reporter considered abdominal distension, amnesia, autoimmune disorder, back pain, depressed mood, dizziness, dysgeusia, dyspareunia, embedded device, emotional disorder, fibromyalgia, gastrointestinal pain, hypoaesthesia, influenza like illness, menorrhagia, menstrual disorder, multiple allergies, night sweats, paraesthesia, rash, rhinitis allergic, swelling, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: discrepancy was noted in the date of birth of the plaintiff which was previously reported as (B)(6)1975 and in mr it was reported as (B)(6)1975. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on 1(B)(6)2005: confirmed full occlusion of fallopian tubes. Current weight 263.00 lbs. Approximate weight at the time of essure placement 263.00 lbs on (B)(6)2016, surgical pathology report showed, supracervical uterus and attached bilateral fallopian tubes showing: a) uterine weight 80 grams. B) proliferative endometrium. C) one minute focus of adenotnyosis. D) paratubal cysts, bilateral. E) presence of essure implants in both fallopian tubes concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, menorrhagia, pelvic pain further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received - new reporter were added. Case updated as medically confirmed. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were too embedded in my fallopian tubes") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. 12261100/12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for birth control: depo provera. Concurrent conditions included body numbness, tingling sensation, muscle spasms, anxiety (social anxiety;), depression, stenosis, cervical disc degeneration (also lower lumbar in spine), osteoarthritis, herniated disc, tarlov's cyst, blood insulin increased, ketoacidosis, dysfunctional uterine bleeding and sciatica. Family history included depression (mother), hypertension (mother) and high cholesterol (mother). Concomitant products included metformin since 2000. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced urticaria ("rashes or skin conditions type: hive-like skin condition,"). In march 2005, the patient experienced weight increased ("70lb weight gain / weight gain"). In 2006, the patient experienced multiple allergies ("developed allergies") with pruritus and rash papular, rhinitis allergic ("nasal allergies"), anxiety ("anxiety") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2010, the patient experienced menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced back pain ("severe back pain"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness/ numbness and tingling in my hands and feet/lip"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), swelling ("swelling throughout her body"), rash ("rashes") and tooth disorder ("dental problem"). In (B)(6) 2010, the patient experienced paraesthesia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain") and skin burning sensation ("burning sensation of skin"). In 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2016, the patient experienced fibromyalgia ("fibromyalgia") with dysmenorrhoea, nausea, migraine and headache and bladder disorder ("bladder disorder"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and spinal pain, vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), abdominal distension ("swollen abdomen all the time / bloating"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly"), uterine pain ("uterine pain"), feeling abnormal ("severe brain fog"), amenorrhoea ("I hve gone months without a period"), blood insulin increased ("high insulin"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary tract disorder") and uterine cervical pain ("cervic pain"). The patient was treated with surgery (on (B)(6) 2016 plantiff underwent supracervical hysterectomy (uterus only)and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, urticaria, dyspareunia, uterine pain, feeling abnormal, amenorrhoea, anxiety, necrobiosis lipoidica diabeticorum, tooth disorder, allergy to metals, vision blurred, irritable bowel syndrome, bladder disorder, urinary tract disorder and skin burning sensation outcome was unknown, the autoimmune disorder, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia, multiple allergies and fibromyalgia had not resolved, the vulvovaginal pain, menorrhagia, urinary tract infection, vaginal infection, blood insulin increased and uterine cervical pain had resolved and the back pain, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, paraesthesia, rhinitis allergic, influenza like illness, night sweats, swelling and rash was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, amnesia, anxiety, autoimmune disorder, back pain, bladder disorder, blood insulin increased, depressed mood, dizziness, dysgeusia, dyspareunia, embedded device, emotional disorder, feeling abnormal, fibromyalgia, gastrointestinal pain, hypoaesthesia, influenza like illness, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple allergies, necrobiosis lipoidica diabeticorum, night sweats, paraesthesia, rash, rhinitis allergic, skin burning sensation, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine cervical pain, uterine pain, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: discrepancy was noted in the date of birth of the plaintiff which was previously reported as 22-sep-1975 and in mr it was reported as 22-mar-1975. 5 months post op and have insulin resistance, severe pain inmy right hand palm wrist and arm also numbness and tingling in my hands and feet, extreme fatigue, no energy cant even cook. Severe brain fog n memory loss constant feeling of nausea lightheaded. Current weight 263.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: confirmed full occlusion of fallopian tubes. Current weight 263.00 lbs. Approximate weight at the time of essure placement 263.00 lbs on (B)(6) 2016, surgical pathology report showed, supracervical uterus and attached bilateral fallopian tubes showing: uterine weight 80 grams. Proliferative endometrium. One minute focus of adenotnyosis. Paratubal cysts, bilateral. Presence of essure implants in both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, menorrhagia, pelvic pain concerning the injuries in the case, the following ones were described in patient via social media: brain fog and amenorrhea. Lot number: 12261100 manufacture date: 2004-04 expiration date: 2006-03 lot number 12268332: manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: events:high insulin, anxiety, necrobiosis lipoidica, blurred vision, nickel allergy, dental problem, irritable bowel syndrome, urinary tract disorder, bladder disorder , burning sensation of skin , uterine cervical pain were added. Concomitant disease , historical drug were added. Outcome of events were updated.fu 8 and 9 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 02-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were too embedded in my fallopian tubes") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. 12261100/12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for birth control: depo provera; for an unreported indication: claritan, levothyroxine, meclizine, prevacid, singular, claritan and lorazepam. Concurrent conditions included body numbness, tingling sensation, muscle spasms, anxiety (social anxiety;), depression, stenosis, cervical disc degeneration (also lower lumbar in spine), osteoarthritis, herniated disc, tarlov's cyst, blood insulin increased, ketoacidosis, dysfunctional uterine bleeding and sciatica. Family history included depression (mother), hypertension (mother) and high cholesterol (mother). Concomitant products included metformin since 2000. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced urticaria ("rashes or skin conditions type: hive-like skin condition,"). In (B)(6) 2005, the patient experienced weight increased ("70lb weight gain / weight gain"). In (B)(6) 2006, the patient experienced anxiety ("anxiety"). In 2006, the patient experienced multiple allergies ("developed allergies") with pruritus and rash papular and rhinitis allergic ("nasal allergies"). In (B)(6) 2008, the patient experienced necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica"). On (B)(6) 2010, the patient experienced menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections/ infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced back pain ("severe back pain"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness/ numbness and tingling in my hands and feet/lip"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), swelling ("swelling throughout her body"), rash ("rashes") and tooth disorder ("dental problem"). In (B)(6) 2010, the patient experienced paraesthesia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain") and skin burning sensation ("burning sensation of skin"). In (B)(6) 2014, the patient experienced blood insulin increased ("high insulin"), irritable bowel syndrome ("irritable bowel syndrome"), thyroid disorder ("thyroid condition") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2016, the patient experienced fibromyalgia ("fibromyalgia") with dysmenorrhoea, nausea, migraine and headache and bladder disorder ("bladder disorder"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and spinal pain, vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), abdominal distension ("swollen abdomen all the time / bloating"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly"), uterine pain ("uterine pain"), feeling abnormal ("severe brain fog"), amenorrhoea ("I hve gone months without a period"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary tract disorder") and uterine cervical pain ("cervic pain"). The patient was treated with triamcinolone acetonide (kenalog) and surgery (on (B)(6) 2016 plantiff underwent supracervical hysterectomy (uterus only)and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, urticaria, dyspareunia, uterine pain, feeling abnormal, amenorrhoea, anxiety, necrobiosis lipoidica diabeticorum, tooth disorder, allergy to metals, vision blurred, irritable bowel syndrome, bladder disorder, urinary tract disorder, skin burning sensation, thyroid disorder and menstruation irregular outcome was unknown, the autoimmune disorder, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia, multiple allergies and fibromyalgia had not resolved, the vulvovaginal pain, menorrhagia, urinary tract infection, vaginal infection, blood insulin increased and uterine cervical pain had resolved and the back pain, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, paraesthesia, rhinitis allergic, influenza like illness, night sweats, swelling and rash was resolving. The reporter considered abdominal distension, allergy to metals, amenorrhoea, amnesia, anxiety, autoimmune disorder, back pain, bladder disorder, blood insulin increased, depressed mood, dizziness, dysgeusia, dyspareunia, embedded device, emotional disorder, feeling abnormal, fibromyalgia, gastrointestinal pain, hypoaesthesia, influenza like illness, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation irregular, multiple allergies, necrobiosis lipoidica diabeticorum, night sweats, paraesthesia, rash, rhinitis allergic, skin burning sensation, swelling, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine cervical pain, uterine pain, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: discrepancy was noted in the date of birth of the plaintiff which was previously reported as (B)(6) 1975 and in mr it was reported as (B)(6) 1975. 5 months post op and have insulin resistance, severe pain inmy right hand palm wrist and arm also numbness and tingling in my hands and feet, extreme fatigue, no energy cant even cook. Severe brain fog n memory loss constant feeling of nausea lightheaded. Current weight 263.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: confirmed full occlusion of fallopian tubes. Current weight 263.00 lbs. Approximate weight at the time of essure placement 263.00 lbs. On (B)(6) 2016, surgical pathology report showed, supracervical uterus and attached bilateral fallopian tubes showing: uterine weight 80 grams. Proliferative endometrium. One minute focus of adenotnyosis. Paratubal cysts, bilateral. Presence of essure implants in both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, menorrhagia, pelvic pain concerning the injuries in the case, the following ones were described in patient via social media: brain fog and amenorrhea. Lot number: 12261100 manufacture date: 2004-04 expiration date: 2006-03. Lot number 12268332: manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Following events were added: thyroid condition and irregular menstrual cycle. Historical drugs and treatment drugs were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / spasms within her pelvis") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced back pain ("severe back pain"), dysmenorrhoea ("severe pain during menstruation"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness"), myalgia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections"), rhinitis allergic ("nasal allergies"), fatigue ("fatigue"), nausea ("nausea"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), arthralgia ("joint pain"), swelling ("swelling throughout her body") and rash ("rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe pain, twitching, burning sensation in her side all the time, radiates from side to groin to leg / spasms within her abdomen"), vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), abdominal distension ("swollen abdomen all the time / bloating"), weight increased ("70 lb weight gain / weight gain"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly") and multiple allergies ("developed allergies") with pruritus and rash papular. The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, dysmenorrhoea, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, myalgia, urinary tract infection, vaginal infection, rhinitis allergic, fatigue, nausea, influenza like illness, night sweats, arthralgia, swelling and rash was resolving and the abdominal pain, vulvovaginal pain, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia and multiple allergies had not resolved. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, depressed mood, dizziness, dysgeusia, dysmenorrhoea, emotional disorder, fatigue, gastrointestinal pain, hypoaesthesia, influenza like illness, menorrhagia, menstrual disorder, multiple allergies, myalgia, nausea, night sweats, pelvic pain, rash, rhinitis allergic, swelling, urinary tract infection, vaginal infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2017: new event added and event outcome was updated. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were too embedded in my fallopian tubes") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (ess205) (batch no. 12261100/12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included body numbness, tingling sensation, muscle spasms, anxiety (social anxiety;), depression, stenosis, cervical disc degeneration (also lower lumbar in spine), osteoarthritis, herniated disc, tarlov's cyst, blood insulin increased, ketoacidosis and dysfunctional uterine bleeding. Family history included depression (mother), hypertension (mother) and high cholesterol (mother). Concomitant products included metformin since 2000. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced urticaria ("rashes or skin conditions type: hive-like skin condition,"). On (B)(6) 2010, the patient experienced menorrhagia ("extremely heavy and week long menses / heavy bleeding during menstruation / prolonged and abnormal menses"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infections") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2010, the patient experienced back pain ("severe back pain"), menstrual disorder ("prolonged and abnormal menses"), gastrointestinal pain ("spasms within her colon"), depressed mood ("brain fog"), amnesia ("short term memory loss"), hypoaesthesia ("numbness/ numbness and tingling in my hands and feet"), paraesthesia ("tingling within her bilateral lower extremities, groin, thighs, and vagina / muscle pain"), rhinitis allergic ("nasal allergies"), influenza like illness ("daily cold and flu-like symptoms"), night sweats ("night sweating"), swelling ("swelling throughout her body") and rash ("rashes"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2016, the patient experienced fibromyalgia ("fibromyalgia") with dysmenorrhoea, nausea, migraine and headache. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and spinal pain, vulvovaginal pain ("sharp pains in my vagina as well / vaginal canal pain"), abdominal distension ("swollen abdomen all the time / bloating"), weight increased ("70lb weight gain / weight gain"), weight loss poor ("weight would not go down no matter what she did"), dizziness ("lightheaded spells"), emotional disorder ("severe high and lows emotionally"), dysgeusia ("taste of metal in my mouth constantly"), multiple allergies ("developed allergies") with pruritus and rash papular, uterine pain ("uterine pain"), feeling abnormal ("severe brain fog") and amenorrhoea ("I hve gone months without a period"). The patient was treated with surgery (on (B)(6) 2016 plantiff underwent supracervical hysterectomy (uterus only)and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, urticaria, dyspareunia, uterine pain, feeling abnormal and amenorrhoea outcome was unknown, the autoimmune disorder, vulvovaginal pain, abdominal distension, weight increased, weight loss poor, dizziness, emotional disorder, dysgeusia, multiple allergies and fibromyalgia had not resolved and the menorrhagia, back pain, menstrual disorder, gastrointestinal pain, depressed mood, amnesia, hypoaesthesia, paraesthesia, urinary tract infection, vaginal infection, rhinitis allergic, influenza like illness, night sweats, swelling and rash was resolving. The reporter considered abdominal distension, amenorrhoea, amnesia, autoimmune disorder, back pain, depressed mood, dizziness, dysgeusia, dyspareunia, embedded device, emotional disorder, feeling abnormal, fibromyalgia, gastrointestinal pain, hypoaesthesia, influenza like illness, menorrhagia, menstrual disorder, multiple allergies, night sweats, paraesthesia, rash, rhinitis allergic, swelling, urinary tract infection, urticaria, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: discrepancy was noted in the date of birth of the plaintiff which was previously reported as (B)(6) 1975 and in mr it was reported as (B)(6) 1975. 5 months post op and have insulin resistance, severe pain inmy right hand palm wrist and arm also numbness and tingling in my hands and feet, extreme fatigue, no energy cant even cook. Severe brain fog n memory loss constant feeling of nausea lightheaded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: confirmed full occlusion of fallopian tubes. Current weight 263.00 lbs. Approximate weight at the time of essure placement 263.00 lbs. On (B)(6) 2016, surgical pathology report showed, supracervical uterus and attached bilateral fallopian tubes showing: uterine weight 80 grams. Proliferative endometrium. One minute focus of adenotnyosis. Paratubal cysts, bilateral. Presence of essure implants in both fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, menorrhagia, pelvic pain concerning the injuries in the case, the following ones were described in patient via social media: brain fog and amenorrhea. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event - brain fog, amenorrhea added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.